Manufacturer narrative:
This report is submitted july 30, 2020.

Event description:
Per the clinic, it was reported that the patient experienced a magnet dislodgment during an MRI scan (date not reported). It was reported that the patient's head was not wrapped per the manufacturer's guidelines for MRI. On (B)(6) 2020, the patient underwent revision surgery to replace the implant magnet.